Manufacturer narrative:
No product will be returned for evaluation.

Event description:
A healthcare professional stated that the patient had experienced high blood glucose levels and ketoacidosis. She stated that the patient reported a blood glucose reading exceeded 600 mg/dl. The nurse stated that the patient changed her insulin cartridge and infusion set tubing two days ago. She experienced the elevated blood glucose level "a couple of hours later". At that blood glucose level, the patient reported symptoms of nausea and "stiffness in her joints". The patient administered insulin, but was unable to decrease her blood glucose level to "normal", which the patient reported to be "anything under 200 mg/dl". The patient administered 175 units of insulin (100 units via bolus from her infusion device and 75 units via injections) in the 16 hour span starting at 1:00 pm, prior to the event and ending the next morning. This decreased her blood glucose level to 500 mg/dl. At that time, she had symptoms of nausea and vomiting. She then went to the hospital based on her high blood glucose and because she did not feel well. The patient was in the hospital for three days. The patient reported receiving pain medication in the hospital, but was not aware of how her elevated blood glucose level and ketoacidosis were treated. The patient stated that her blood glucose readings have been erratic historically. Therefore, her blood glucose target has been "anything under 200 mg/dl". She stated that her blood glucose level was in the range of 190-200 mg/dl, when she was released from the hospital. No product will be returned for evaluation.